Manufacturer narrative:
A company service rep examined the system and the reported problem was observed. The front panel screws were torqued to the proper tension thereby resolving the problem. The system was then tested and met all product specifications. (B)(4).

Event description:
Adverse event(s): "pt impact is unk" (no information). Product problem(s): "frozen touchscreen" (no display or display failure). A customer reported a frozen touchscreen. No additional information was provided. Additional information has been requested, but none has been rec'd to date.